Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, inappropriate anti tachycardia pacing and a high voltage shock were observed due to the discrimination channel misdiagnosing a supra-ventricular tachycardia for a ventricular tachycardia. Programming changes were discussed.